Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited rising impedance measurements until them being out of range. A defibrillation threshold (dft) test was scheduled however, it was canceled, and it was decided to deactivate the system therapy and provide a life vest to the patient. A system revision is being scheduled for the near future. This system remains implanted. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited rising impedance measurements until them being out of range. A defibrillation threshold (dft) test was scheduled however, it was canceled, and it was decided to deactivate the system therapy and provide a life vest to the patient. A system revision is being scheduled for the near future. This system remains implanted. No further adverse patient effects were reported. Additional information was received detailing that a system revision was performed. It was decided to explant and replace the electrode. After the procedure all measurements were under normal parameters. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: impact codes.